Event description:
It was reported the pt's lead (for off-label, per the MFR's device record database) had migrated. During surgical intervention, the lead protruded through the pt's skin when the doctor attempted to move the lead. As a result, the lead was explanted and replaced. Effective therapy was regained post-op. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.